Manufacturer narrative:
Based on the results of the evaluation, a definitive root cause for the detachment could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the scope had a detached distal end. There was no patient involvement.